Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, half height cubie did not exist, but the pyxis stated it needed to be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user need assistance to remove ghost cubie pocket. A technical support specialist (tss) accessed the server and opened sql server management studio (ssms) to retrieve the eft file as per knowledge article "manually unloading storage spaces: es 1.6.x1.11.x". The necessary script was executed to address the affected storage space, the station was accessed, and services data synchronization and maintenance were stopped. A database backup was created following knowledge article "how to create a station database backup" and saved to temp. The services were then restarted, and a full station synchronization was performed without dropping the database. After completion, the station was rebooted and set to auto-login as care fusion application (cfnapp). The system functioned as intended after the technical support specialist troubleshot the issue of the device.